Event description:
Follow up information received from the healthcare professional (hcp) reported that the cause of the event was a ¿large¿ weight loss by the patient. Patient symptoms of pain at the implantable neurostimulator (ins) site were confirmed. The ins was repositioned on (B)(6) 2013. Hospitalization was not required for the event and the patient outcome was reported as recovered without sequelae. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 37752 lot# serial# (B)(4); product type recharger product ID 3998 lot# v 041365, implanted: 2007 (B)(6); product type lead product ID 37082-20 lot# serial# (B)(4), implanted: 2009 (B)(6); product type extension. (B)(4).

Event description:
It was reported that the patient started to have problems with recharging and was not getting any coupling boxes around the (B)(6). It was noted that the patient had last successfully recharged sometime in (B)(6) 2013. It was noted that the patient spoke with a manufacturer representative in (B)(6) about the difficulty recharging. It was noted that the patient had a surgical procedure on 2013 (B)(6) to reposition and move the implantable neurostimulator (ins) a couple of inches because, the ins had become painful for the patient and was too close to the patient¿s bone. It was noted that the problem started ¿not too long ago.¿ it was noted that the patient had lost a lot of weight over the last eight months. It was noted that the reporter thought that there was a problem with the patient¿s recharger because the patient was still not able to get any coupling boxes when trying to recharge. It was noted that there were bandages present over the pocket site. It was noted that the patient had some swelling. It was noted that the patient had an appointment with the managing health care professional (hcp) in three days.